Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error due to which down arrow no longer working. Customer¿s blood glucose was 125 mg/dl at time of incident. Customer states that damage to the insulin pump lead to the keypad issue. Customer also mentioned that insulin pump had crack in the ridges where the battery cap screws in. Customer mentioned that battery did not last for more than 1 week. Customer advised to discontinue use of the insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert, off no power alert and blank display noted. Device received with corroded battery tube and broken battery tube thread noted.